Manufacturer narrative:
Correction: new information was received, confirming that the incorrect product was sent to the customer, who believed the product to be of material# 300865. However, as the product was of material# 309653, the scale markings were correct for the product, thus leading to a change in reportability. General dissatisfaction is not considered a reportable event.

Event description:
It was reported that 60 syringe 50ml ll had scale marking issues. The following was reported by the initial reporter: "according to the customer's report, the scale marking between 50 ml and 60 ml was missing (there was only the scale marking up to 50 ml)."

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that 60 syringe 50ml ll had scale marking issues. The following was reported by the initial reporter: "according to the customer's report, the scale marking between 50 ml and 60 ml was missing (there was only the scale marking up to 50 ml)."